Manufacturer narrative:
(B)(4). The product was discarded by the customer and unavailable for eval. The spider guidewire is not on the list of compatible guidewires for the xc 2.4 device. In the event additional info is obtained, a follow up report will be submitted.

Event description:
The customer reported the following: a (B)(6) male pt underwent an atherectomy of the popliteal segment using a xc 2.4 jetstream device with a spider filter guidewire. Following the procedure a perforation of the vessel was visualized with dsa (digital subtraction angiography). During the procedure the catheter became stuck on the spider wire and was unable to be moved forward or backward. The catheter and spider wire had to be removed as one unit. The pt was treated with ballooning for 3 minutes and the perforation was successfully closed. The procedure was considered successful with a good result. No further intervention was required.